Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure her vision was not clear at mid range, at approximately 22 inches, as she requested prior to surgery. She could see clearly at near. She had an iol exchange one week later. At the consumer's request, the surgeon was not contacted.